Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During impaction of the femoral implant the lateral femur fractured. Dr. (B)(6) put two screws in and re-burred the femur manually. He shifted the implant slightly medial and re-burred the peg holes. He was happy with the results. After the case he told me that the implant was probably too far lateral. The implant had been positioned as to track properly. The entire delay was about 20 minutes.

Manufacturer narrative:
Reported event: an event regarding a femoral fracture, involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 163 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a femoral fracture. There were no other reported events for the listed catalog number. Conclusion: the session data from the case was reviewed. An analysis of the system verification checks and implant placement was completed. Based on the analysis, all system verification checks were within tolerance. Review of the implant placement shows that the anterior portion of the femoral component was positioned laterally, slightly off the bone. The data at this time shows the mako operated as expected. No system defect or malfunction is suspected.

Event description:
During impaction of the femoral implant the lateral femur fractured. Dr. (B)(6) put two screws in and re-burred the femur manually. He shifted the implant slightly medial and re-burred the peg holes. He was happy with the results. After the case he told me that the implant was probably too far lateral. The implant had been positioned as to track properly. The entire delay was about 20 minutes.

Manufacturer narrative:
Follow up #2 is being submitted to update section.

Event description:
During impaction of the femoral implant the lateral femur fractured. Dr. (B)(6) put two screws in and re-burred the femur manually. He shifted the implant slightly medial and re-burred the peg holes. He was happy with the results. After the case he told me that the implant was probably too far lateral. The implant had been positioned as to track properly. The entire delay was about 20 minutes.